Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. The patient was brought into clinic and the device bluetooth was successfully reset, resulting in successful pairing. There were no patient consequences.

Manufacturer narrative:
The reported event of inability to communicate via bluetooth (ble) was confirmed. Based on the review of the information provided, it was confirmed that a ble was disabled, resulting in the loss of ble connectivity. The cause of the ble lockout was unable to be determined.